Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer loaded a new cartridge and continued insulin therapy.